Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is the wear and tear damage incurred over repeated usage; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported on 04/05/2023 by a sales representative via sems that an ar-6480 pump screen would not turn black and the box would not work properly. Case involvement, no patient effect.